Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported by the pt that post a percutaneous coronary intervention (pci) procedure, the pt experienced a hypersensitivity. The pt reported having a temperature before being discharged from the hospital. One and a half weeks after a stenting procedure, the pt started to break out in hives. After another week, she was completely covered in "little circles" and had an "itching rash" on her neck, chin, trunk, and extremities including the palms of her hands. Recently the pt went to the emergency room for difficulty swallowing and was treated with benadryl, decadron and a medrol pack. It was also reported by the pt that she recently had a reaction to an allergy shot. Additional info provided by the physician's office states that a 3.5x12mm liberte stent was implanted in the proximal right coronary artery (rca). One month after pci, plavix was discontinued. Additional medications were stopped, but there were no improvements with the rash. Two months after the stenting procedure, a repeat catheterization for chest pain revealed a patent stent and no significant cad. The cardiologist is unable to determine what caused this, but he does not believe it is related to the stent.